Event description:
A 74 year old male with a history of liposarcoma of the left thigh. The pt had previously undergone resection and chemotherapy through a groshon central line. On 8/2/97 the pt apparently decided to disconnect his own IV from the groshong. However, he was unable to cut the end of the groshong. Shortly following that episode the pt began feeling short of breath. He subsequently taped the end of the groshong, however it was not a tight seal. Pt then began complaining of right arm numbness and weakness and was brought to the emergency department for evaluation. While initially responsive in the e.d., he subsequently became obtunded and apneic. Admitting diagnoses: 1) cerebrovascular accident with left hemiplegia; 2) respiratory failure. Cause of cva though to be an embolism, but unk. On august 8, 1997, the pt underwent surgery for removal of the groshon catheter, tracheostomy, insertion of percutaneous endoscopic gastrostomy and insertion of a central venous catheter in the right subclavian vein. Following surgery the